Manufacturer narrative:
Evaluated one opened/used reservoir performed pre-fill reservoir test. Reservoir/transfer guard passed per inspection found no occluded anomaly during filling. Reservoir connected/locked in place properly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via phone call that the customer has been having issues with reservoirs. The customer stated when they put reservoir on top of the insulin vial, they were unable to get the air in or out of the reservoir. The customer's blood glucose was 94mg/dl.